Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information was received from a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported that the connector pin was bent/loose/broken and the patient could not charge his implantable neurostimulator (ins). It was also noted that the patient could not charge his implantable neurological stimulator recharger (insr). The patient confirmed this was not an out of box issue. It was later reported that the patient received the replacement desktop charger, but still could not charge as the connector pin would not fit inside of the insr; previously reported connector pin was stuck inside of the insr. The insr was also displaying a "charge the insr" screen. The patient also stated that he was worried about how much of a charge the ins had left as he was not able to charge since (B)(6). The ins's charge level could not be checked as the patient did not have access to his patient programmer. The patient stated that he was implanted to treat a "nervous condition." No symptoms were reported. Additional information was received from a patient. It was reported that the patient's essential tremor was affecting his right hand. It was also stated that the difficulty with the connector pin in the implantable neurological stimulator recharger (insr) began early (B)(6) 2016 and the device became totally ineffective in early (B)(6) 2016.